Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had two episodes of blood glucose values exceeding 500 mg/dl. The patient treated with bolus deliveries and manual insulin injections. The customer wanted the insulin pump replaced, but she confirmed that each high blood glucose event was resolved by changing her infusion set. There were also no other alarms that occurred other than a weak battery alert. No products were shipped or returned,

Manufacturer narrative:
The insulin pump passed functional testing including displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with normal operating currents. No unexpected weak battery alarm noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube.